Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensing resulting in the declaration of episodes. The device started charging several time, but did not deliver an inappropriate shock due to an increased charge time. The device was explanted. During this procedure, lead insulation damage was noticed. The lead was explanted. A new device and lead were implanted. Both products were returned for analysis. ,